Event description:
New information notes: the device was explanted on (B)(6) 2014.

Event description:
It was reported that during a follow-up and upon performing a capture test, the pulse generator exhibited a capture anomaly. The physician felt that the ventricular lead was not properly connected to the device. Surgery was performed and during the procedure, the lead was unable to be secured into the header. The device was explanted.

Manufacturer narrative:
Analysis revealed that the atrial contact spring was pushed into the distal part of the atrial connector cavity, preventing the lead from being fully inserted. The reason for this could not be determined.